Event description:
It was reported that an occlusion alarm occurred, suspecting it was caused by air bubbles in the tubing. There was no adverse impact on blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, as the customer declined education on disconnecting and priming the air bubbles out of the tubing, therefore no additional information was obtained.